Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause for the malfunctions "visible dry fluid debris that was a mix of dust" and "corrosion inside pump air tubing" could not be determined. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source, which is an olympus asset with no reported complaint. During the evaluation of the device, visible dried fluid debris composed of dust and corrosion inside pump air tubing was found there was no patient involvement.